Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 71mg/dl, 252mg/dl, 469mg/dl. Tests were done within <10 mins with a difference of 89%. Pt did not experience any adverse events. No further info has been reported.